Event description:
The patient reportedly experienced a blood glucose (bg) of "high" on the meter (above 600 mg/dl) with positive ketones. The patient reportedly took an injection and bg resolved to around 100 mg/dl. The patient reported that the pump was turning off. During troubleshooting the patient reported not tightening the cap all the way. The patient reported that the battery cap had stripped threads and the yellow o-ring was visible.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient indicated that the cap was not fully tightened on the pump. The pump user guide instructs the user to tighten the battery cap securely to the pump with no visible yellow o-ring. The patient also indicated that the battery cap had never been replaced. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
(B)(4)